Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent fusion surgery in which rhbmp2/acs was used. As per op-notes,¿ we then turned our attention to the prior construct at l2 l3 removed this without difficulty. Cross-link likewise, followed and was secured to the titanium rods kit in stabilization. The wound was then copiously irrigated with antibiotic-impregnated saline using pulse lavage. Intraoperative fluoroscopy was then employed in both ap and lateral projections to ensure adequate screw placement. Bone graft bars were then wrapped in rhbmp-2/acs and placed in the lateral gutters after the transverse processes and lateral aspects of the facet had been sufficiently decorticated to aid in fusion.¿ the patient tolerated the procedure well without any intraoperative complications.